Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead was not feeling well and presented to the hospital. Interrogation revealed a heart rate of thirty beats per minute and pacing failure. In addition, high out of range impedance measurements were observed. An x-ray revealed a suspected lead fracture due to subclavian crush. A revision procedure was performed and the lead was replaced successfully. When the replacement lead was reconnected to this device, normal measurements were obtained. No further patient symptoms were reported.